Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s drug pump reservoir was empty and an alarm was sounding. Patient was having difficulty locating an hcp to refill the pump. The drug delivered by the implantable system was not reported.